Event description:
Customer initially reported that their abbott diabetes care device did not power on with button. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, test strips. Or usb cable. The returned reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and discoloration and burn marks were observed on the u13 chip and pin. The returned reader's battery was measured at 0v which is not within specifications of 3.7v to 4.2v. The battery was replaced with a new unused battery and the reader powered on. The reader was tested for hotspots using a thermal camera and hotspots were observed on the u9 and u5 chip.the observed burn marks and hot spots around the other components is consistent with the customer using a non adc approved power adapter. The adc adapter produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.